Event description:
A us distributor contacted zoll to report that a patient missed a step, fell down, and broke her ribs. The patient could not determine if she fell on the device or not. Follow up indicated that the patient was feeling better and planned to follow with her physician. The medical outcome is unknown.